Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The root cause for this failure was discrepancies between the reported rsoc from the bq chip and actual state of charge as calculated from the battery voltage. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. After assembling the device, it was left for a while until the surgeon was ready to use it. When he was supposed to use it, it had shut down and was impossible to activate again. The jaws were closed and could only be opened using the manual retraction tool in order to unload the devices. No patient involved.